Manufacturer narrative:
Product recall initiated in 2007.

Event description:
During an acl reconstructive surgery a calaxo screw broke when being inserted. The screw was being inserted and the screw fragmented due to the hardness of the bone. The screw fragments were removed. Insertion site was dilated to 10mm and tapped for the 9mm screw. A new graft was needed as it separated from its bone plug. The new graft was fixated with a 8mm titanium softsilk screw on the femoral side and a 11mm screw on the tibial side.